Event description:
Healthcare professional later reported left side hole non specific and particles in valve. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and particles in valve was received on october 21, 2024 with lot number 1305975. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear) opening. ¿ particles in valve: not observed. As per the investigation procedure creases, wear abrasion and broken plug strap assessed as surgical damage were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Healthcare professional later reported left side hole non specific and particles in valve. Device explanted.